Event description:
On (B)(6) 2010, a spontaneous report was received from a physician's office mgr regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to penicillin; the pt had no other documented medical conditions, no past aesthetic procedures, and no previous restylane injections. The pt's skin type was "#2." Concomitant medications included metformin, synthroid (levothyroxine sodium), vytorin (simvastatin and ezetimibe), singulair (montelukast sodium), and zyrtec-d (cetirizine and pseudoephedrine). On (B)(6) 2010, the pt received an injection of restylane from a 1 ml syringe (amount injected was unk) to the lower lip for augmentation and around the laugh lines. Pre-procedure medications included topical lidocaine and a lidocaine injection with epinephrine. Additional procedures performed at the time of implantation included botox (onabotulinumtoxina) to the glabellar lines and forehead. On an unspecified date in (B)(6) 2010, after the implantation, the pt developed swelling and a cyst-like, white bump. The pt was instructed to ice the area and follow-up in 1 week. The pt returned to the physician's office 1 week later; the bump was visible to the eye and "looked like a white ball." The pt complained that she was not able to close her mouth properly, it was hard for her to eat or drink, she could not draw her lips together around a straw, and she had some difficulty speaking because of the amount of swelling. On an unspecified date in 2010, the physician took the product out using a "15 blade." As of (B)(6) 2010, the pt still had a little bit of swelling and difficulty eating and drinking and reported that her smile "was now crooked." The physician's office manager stated that it was "hard to say" if the restylane caused the reported events. The physician's office manager assessed the severity of the events as moderate. The lot number and expiration date were 1013473 and (B)(6) 2011, respectively. Despite follow-up attempts, no response was received from the physician. Company comment: "crooked smile" is assessed as customer dissatisfaction which is not an adverse event.

Manufacturer narrative:
(B)(4).